Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited high impedance and noise. The physician thinks he damaged the lead during patient's generator change on (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017. During capping procedure, insulation damage was confirmed by the physician. Patient was fine after the procedure and was discharged the next day.